Event description:
After being on about 30 or 40 minutes the excalibur generator self-activated in bipolar mode. After the generator self-activated the biomedical engineer turned the generator off and back on. After which the generator displayed an error of "acc bp."